Event description:
A first procedure was ran in 2005 and a 3.0 x 28mm cypher stent was implanted in the rca. A first follow-up angiogram was then performed in 2006 and a late-malapposition was registered since some small peri-strut aneurysms had occurred. The cypher stent was further dilated with a 3.5x20mm balloon. Results indicated a 3.44 mm expansion. The patient had to be treated again because of atrial fibrillation. According to the angiogram, the cypher stent presented a rupture in its medium-distal segment. No further procedure was performed after the angiogram.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.